Manufacturer narrative:
Two devices were received and evaluated. The evaluation result is as follows: two devices were returned and evaluated for complaint regarding the device fell off event. All device functions were inspected, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.

Event description:
The patient reported that four v-go devices came off. Patient stated that while she was sleeping the v-go device would come loose and the needle would poke her and cause for her to bleed. The patient confirmed that the application sites are prepared with an alcohol prep prior to applying the v-go devices. Patient applies the v-go devices to her abdomen and the back of her arm. The patient stated that she noticed that the adhesive on the adhesive pad was thinner on the supply of v-go devices that patient currently has and that the previous v-go kit adhesive pad was thicker and had no issues with them falling off. The most recent v-go came off yesterday while patient was showering.